Event description:
It was reported that everything was going well in the beginning of the surgical case (right pterional craniotomy for stereotactic guided resection for right supracellar mass). The cusa system was on for about 5 mins. The irrigation worked fine for the first 30 seconds when the surgeon started cutting the bone. Then, the surgeon commented that the handpiece was getting really hot. It was noticed that there was no irrigation on the tip. After checking the selector tubing, a hole was found in the irrigation tubing at the point where it is routed through the irrigation pump. The irrigation fluid was leaking into the irrigation pump and it did not make it all the way to the handpiece. This caused the handpiece to heat up. There was no pt injury. No visual injury to the surgeon was observed due to the handpiece. The surgeon did not change her gloves. There was no delay in surgery. The selector tubing was changed. The handpiece worked well after the tubing was changed. It was reported that the pt was "well after the surgery".

Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.